Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up after receiving an alert for non-sustained lead noise due to post-paced t-wave oversensing and was noted on the stored egm. The patient did not receive inappropriate therapy during the oversensing. The device was reprogrammed and patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.